Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system to treat her stress urinary incontinence during a procedure (date unknown). Reportedly, following the procedure, the patient suffered injuries including difficulty urinating, vaginal bleeding, vaginal infection, and vaginal erosion/extrusion (specifics and dates of onset unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.